Event description:
It was reported that the tubing set was used for perfusion of pt while being operated for post-infarct vsd. It was further reported that the pt was in a deranged state, ph below 7.00, lactat high, so bloodflow, oxygenation and co2 removal requirements were high from start and a malfunction of oxygenator was not noted - even if high gasflow and fio2 was needed. When pt was somewhat stabilized and bloodgas/respiratory values were getting less extreme, even with a gasflow of 15 1/min, a fio2 of 100% and a blood flow of 7.0 + 1/min a low po2 (7.0 kpa) and high po2 was achieved and pt the values deteriorated. Act values were normal during the whole procedure (range 413-678). After 4 hrs of perfusion and trying to satisfy the pt's requirements with the original oxygenator, the decision to change out the oxygenator was mde. The oxygenator exchange went well with the new quadrox-I only normal flows and fio2 were needed. From first moment, and pt's valued were stabilized. Operation/perfusion was continued and pt weaned later in normal way. It was reported that no medical intervention was required due to the exchange of the oxygenator. The exchanged oxygenator showed no visible signs of clotting. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary has not yet received the oxygenator in question for eval. A supplemental report will be sent if new info is available.

Manufacturer narrative:
The product was returned to the manufacturer in a not properly packaged condition. During visual inspection and cleaning of the oxygenator a leakage was observed on the blood outlet connector. At the re-circulation connection, located at the blood outlet connector, cracks were found. Due to the leakage of the blood outlet a tightness test on the blood side cannot be performed. When rinsing the oxygenator the gas-inlet-cover (cover 4) was found leaking on the blood outlet connector side. A tightness test of the gas-side with water has confirmed the leak. The gas-inlet cover was sawn open and a crack on the inside of the housing was found. Further investigation in the laboratory, testing the product in question for its performance, is not possible due to th blood-side leak. The necessary investigation of the gas exchange performance test therefore cannot be performed. Therefore the claimed malfunction of a bad gas exchange performance cannot be confirmed within the laboratory investigation. The customer has confirmed that no visible damages or leakages were present on the product during treatment. Therefore most likely the damages on the blood outlet connector are due to the improper packaging when returning the product. As a leakage on the gas side cannot be seen during use, it is not possible to determine, at what point of time the crack on the gas side of the housing occurred and if it was already present during the treatment. This kind of leakage on the gas side could have led to the bad gas exchange performance that was experienced during the event. In addition a review of the device history records (DHR) of the oxygenator in question was performed and no deviations could be found. All tightness tests during the production process (blood and gas side) were found to be within specification. Based on the information available to the manufacturer at this time the product in question met all specifications at the time of release for final packaging and sterilization. Therefore a malfunction of the product in question cannot be confirmed.

Event description:
(B)(4).